Event description:
It was reported that while in the operating room, the md inserted the spring wire guide (swg) and then the intra-aortic balloon (iab) into the patient. As the md tried to remove the swg, it "did not work." As a result, the iab and swg were removed as one unit. After the md removed the iab from the patient, he tried to removed the swg from the iab and met "strong resistance" while doing so. Another iab-05840-u was inserted without problems. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.